Event description:
It was reported that the patient slipped and fell on wet concrete, which resulted in spinal rod damage.

Manufacturer narrative:
Catalog # 6425, lot # 38046. Device MFR date 04/2004.